Manufacturer narrative:
(B)(4). Follow up for device evaluation. A report was received indicating the presence of foreign matter within the fluid pathway. To support the investigation, one sample in an opened packaging blister was submitted for evaluation by the quality team. Upon visual inspection, the syringe's rubber stopper exhibited visible lubricant. This is considered an acceptable condition, as the lubricant is medical grade. No additional defects or irregularities were observed. A device history record (DHR) review was conducted for material number 302830, lot 5105093. The review confirmed that no quality issues were detected during the production of this lot that could have contributed to the reported condition. Additionally, there were no associated quality notifications. All manufacturing processes and final inspections were performed in accordance with specification requirements. To date, no similar events have been reported for this lot. Based on the investigation and analysis of the returned sample, the reported condition was confirmed. However, the observed lubricant is acceptable.

Event description:
It is reported foreign matter in fluid path. Event description material#: 302830 batch#: 5105093 issue fm found in fluid pathway pt harm no one occurrence.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.